Event description:
Product is nova mighty mack rollator model 4216, s/n (B)(4) purchased (B)(6) 2007, manufactured by nova ortho-med inc. Problem is that the weld at the bottom of the front frame tube where it joins to the front wheel yoke assembly broke completely on the right side and is substantially cracked on the left side. The problem was discovered before any accident occurred, but this is definitely a safety defect, particularly in view of the fact that the product¿s intended users are disabled to some degree or another. My wife is disabled and uses the product daily to assist in her mobility. The product has a rated weight capacity of 600 pounds and my wife has never weighed over (B)(6). Her present weight is approx (B)(6). It has a limited lifetime warranty, but the MFR claims that sitting on the seal while the rollator is moving in any way whatsoever voids the warranty. This is the second failure of this product. Earlier the tires failed and the MFR claimed the warranty was voided for the same reason. (B)(6). MFR denied responsibility and warranty coverage. (B)(4).